Manufacturer narrative:
Insulin pump received with intermittent button response due to corroded keypad traces. All operating currents are within specification. Off no power alarm functioned properly. No blank display noted. No damage found on the lcd connector isolation tape noted. Insulin pump received with cracked case at the display window corner and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the screen of the insulin pump went blank and the customer was unable to treat. Father stated that the buttons on the insulin pump were not working. No further information reported.